Event description:
In 2007, the patient was treated emergently for a ruptured descending thoracic aortic aneurysm and was implanted with two gore tag thoracic endoprosthesis. Completion angiography demonstrated well-placed devices with patent subclavian and celiac arteries, and no evidence of endoleak. The patient tolerated the procedure. At approx 10 days later, the patient was experienced a prolonged cardiac arrest. After thirty minutes of resuscitation, he was eventually revived and transferred back to the intensive care unit in critical condition. Ten days later, the patient expired from respiratory failure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device related to this event: tg3420/05122702.